Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The root cause cannot be identified conclusively because no further information, logfiles or sample have been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-04847

Event description:
A nurse reported patient interface failed to establish vacuum one during surgery. Additional information has been requested.